Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 256 mg/dl. After troubleshooting and removing batteries, display screen did return. Customer also reports to have received a battery our limit alarm. Customer was advised to monitor insulin pump and that battery cap would be sent as a courtesy. No further information provided.